Event description:
Dealer ordered several chairs on order # (B)(4) , and states one chair was missing the anti-tippers. No further information provided.

Manufacturer narrative:
Follow up to be sent in any additional information is received